Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, foreign matter was found in 6 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 14-apr-2025 investigation summary bd received three samples and three photos for investigation. The samples and photos were visually evaluated and additive abnormality was observed. The tubes exhibited large droplets of additive on the inside wall in a pattern consistent with additive rundown. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode additive abnormality. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, foreign matter was found in 6 tubes. No adverse impact was reported regarding the patient or user.